Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the biometric identifier required maintenance. A field service engineer (fse) arrived on site and confirmed the biometric identifier (bio ID) was unresponsive. Fse reseated the cable that restored the bio ID functionality, and successful operation was verified through hardware test application (hta) diagnostics. The fse also identified universal serial bus (usb) adapters with sleep settings enabled and adjusted them for continuous operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance, and the station was rebooted, however, the maintenance issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.